Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy utilizing the liberty cycler set at home as reported by the pdrn. This is further evidenced by the presence of a microorganism that is part of the normal flora in human gastrointestinal (gi) and genitourinary (gu) tracts and a known pathogen that can cause peritonitis through touch contamination. Vbased on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
During follow-up for an unrelated issue, it was reported that a peritoneal dialysis (pd) patient was in the hospital due to shortness of breath and abdominal pain. Upon additional follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency department with abdominal pain and shortness of breath due to the severity of the pain. The patient was admitted to the hospital on the same day. Peritoneal effluent fluid cultures taken in the hospital resulted in escherichia coli and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was reported the patient suffers from intermittent weakness and has difficulty setting up the cycler properly without assistance. The patient was initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days and ip ceftazidime at 1000 mg every day (exact duration of both medications unknown). Following the initial prescription of antibiotics, the patient was prescribed intravenous cefazolin at 2000 mg following each renal replacement treatment in the hospital. The patient initially underwent ccpd on a hospital provided cycler (brand and model unknown) but was transitioned to hemodialysis (hd) through an existing fistula on a hospital provided hd machine (brand and model unknown) approximately two days after admission. It was unknown if the patient¿s pd catheter (not a fresenius product) was removed as a result of the infection. The patient had an uneventful hospital course and was discharged five days later. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient was recovering from the event and continuing hd therapy on an in-center basis post-discharge.